Event description:
The complaint was reported as: the inside of the adaptor sheared off when attached to the circuit. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.